Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Carry (wife) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 268 and 273 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that he does not have an expected range because of the fact that his blood sugar is not being well controlled. However, customer believes that the meter is reading high and the doctor's expected range for him fasting is 80-100 mg/dl. Customer is concern with all results obtained in meter's memory. Date and time are not set correctly in meter's memory.